Event description:
Pt was implanted with the lifesite device in 2001. Following the first dialysis treatment on the following day, the pt complained of abdominal cramping. The pt was sent to the hospital where an x-ray was taken. The pt was diagnosed as constipated and sent back to the nursing home with a laxative. The pt passed away the next day from unknown causes.